Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was experiencing increased leg pain. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model#: sc-4316 lot #: 20123479 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing increased leg pain. The patient will undergo an explant procedure.